Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was attempted to be placed, but was unsuccessful at grasping the leaflets due to the length of the leaflets. The clip was removed from the patient and a mitraclip xt was successfully implanted. The procedure was discontinued and the final mr was grade <1. After the procedure, the steerable guide catheter (sgc) was unable to be removed from the stabilizer. There were no adverse patient effects or clinically significant delays reported.